Manufacturer narrative:
Philips service replaced the 19" color lcd monitor ER (dc19-ler) and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the center monitor on mcs was blank, and diagnostics confirmed a defective monitor on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.